Manufacturer narrative:
(B)(4). The (B)(4) was voluntarily recalled from the market in (B)(6) 2010, and the (B)(4) are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Bilateral patient. Litigation papers allege patient suffered from discomfort and pain in her hips. It is also alleged it became increasingly painful for her to walk, to move her legs, to stand and to rise from a seated position. It is also alleged patient suffered a loss and limitation or motion. It is also alleged patient will undergo revision surgery on her right hip by (B)(6) 2010. It is further alleged patient will have to go undergo a revision surgery for her left hip after healing from the revision surgery on her right hip.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, implant date, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Event description:
Bilateral patient. Litigation papers allege patient suffered from discomfort and pain in her hips. It is also alleged it became increasingly painful for her to walk, to move her legs, to stand and to rise from a seated position. It is also alleged patient suffered a loss and limitation or motion. It is also alleged patient will undergo revision surgery on her right hip by (B)(6) 2010. It is further alleged patient will have to go undergo a revision surgery for her left hip after healing from the revision surgery on her right hip. Update: (B)(4) 2012 - the sales rep has reported the revision surgery for the left side. Patient was revised due to pain and elevated ion levels. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information for the right side and also identified implant dates for both sides. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA- 001226. Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.